Manufacturer narrative:
D9: product received date 7/16/2024. H3: one device was returned for repair in used condition with reported complaint of failed accuracy test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found the pump successfully administered 10 ml without encountering any problems. Accuracy testing was performed, and the problem was not replicated. The cause of the reported problem is unknown. The pump was within the manufacturing specification. The expulsor was trimmed. Also replaced rear housing due to battery acid damage, scratched lens/gasket, missing grounding gasket, real time clock battery due to age, the device was within specification and passed all the functional tests.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing by 6.9 percent. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm.